Event description:
On (B)(6) 2018, a 21mm regent heart valve was chosen for implant. After the physician placed the sutures on the valve, the leaflet dislodged from the valve without any force. The valve was removed and replaced with another 21mm regent heart valve to complete the procedure. The patient is reported to be stable. Although no patient consequences were reported, the procedure time was extended by 30 minutes.

Event description:
On (B)(6) 2018, a 21mm regent heart valve was chosen for implant. After the physician placed the sutures on the valve, the leaflet dislodged from the valve without any force when the valve was being positioned in the annulus. The holder handle/rotator was used while the sutures were being attached to the valve and during positioning. The valve was removed and replaced with another 21mm regent heart valve to complete the procedure. The patient is reported to be stable. Although no patient consequences were reported, the procedure time was extended by 30 minutes.

Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet had dislodged from the returned valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dislodgement remains unknown.